Event description:
The hygienist went to turn on the master control of the gx 770 x-ray unit and noticed smoke. A dealer service technician was called for servicing the unit. When the service technician turned on the unit, he saw r13 on the relay board was on fire.

Manufacturer narrative:
The was no user or patient injury with this event. A technical support specialist spoke with the dealer service technician by telephone to troubleshoot the unit. The service technician measured resistor r2, located on the chassis, which was burned and it measured open. Upon checking the lighted doorbell wiring, one end of the led lead connected to the timer was reversed causing the problem. The dealer service technician repaired the unit.